Manufacturer narrative:
Due to character limit in e1 full initial reporter name: (B)(6). Updated fields: b4, b5, b6, b7, d5, d9, d10, e2, e3, e4, g3, g6, h2, h3, h6 (health effect - clinical code, problem code, type of investigation, investigation findings, component codes, impact code, investigation conclusion). A getinge field service engineer (fse) states during pm inspection unit failed with an autofill failure. Upon further troubleshooting he found the problem to be the module. He replaced the pim module and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
It was reported during pm that a cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had an autofill failure.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.